Event description:
The unit shut down in the middle of the procedure while the surgeon was trying to coagulate a bleeding vessel.

Manufacturer narrative:
At the time of this report the product has not been received for further investigation. Upon receipt of the product an investigation will be performed and a follow-up report will be submitted.